Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section b3: date of event: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient implanted with odyssey toric preloaded intraocular lens (iol) with 22.5 diopter, wasn't happy with their reading in their left eye. Iol was explanted by doctor and replaced with toric non-preloaded intraocular lens. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.